Event description:
New information received noted that further episodes of post-paced t-wave over-sensing were seen on the implantable cardioverter defibrillator. Further information was requested, but not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was post-paced t-wave over-sensing. Programming changes were discussed; no intervention was reported. The patient was in stable condition.